Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. All setscrews were verified to operate normally. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Additionally, a laboratory is-1 test lead was inserted into the ra port of the device. No difficulties were noted. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during attempted implant of this device, the right atrial lead could not be successfully connected within the device header. As such, the unit was not used and returned to boston scientific for analysis. A new device was selected for implant and the procedure completed without additional complications. No adverse patient effects were reported.